Manufacturer narrative:
The customer did not return the suspected contour next one meter for evaluation. Therefore, a device history record was reviewed for the meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided. The device identifier # was not captured as it could not be determined based on the available model #.

Event description:
The customer from canada reported that his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.